Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had issues with the infusion sets as the tubing detached and keep popping out of him at the quick release while sleeping due to which the patient experienced high blood glucose level over 600 mg/dl and took 48 units since then by using pump. This issue occurred at least 5 times out of the same box and did not change out the entire site. Currently, his blood glucose level was 600 mg/dl. No further information available.